Event description:
Customer reported: during use it was noticed the balloon was "bulkier" than normal making it difficult to completed insertion. The info provided suggest that decannulation and recannulation of a replacement tube was required. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.

Manufacturer narrative:
(B)(4) the sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report. Referencing related medwatch report 2936999-2014-00266.